Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the lead safety switch (lss) feature was activated for this pacemaker several months ago. Myopotentials were observed on the right ventricular (rv) lead after the lss feature was activated and changed the polarity configuration. The impedance has, transiently, been observed low, out of range in bipolar configuration. The patient was recently checked and the lead configuration was reprogrammed. The patient is not pacing dependent. An rv lead check was recommended. The lead remains in service at this point. No adverse patient effects were reported.